Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026 at approximately 6:00 am, friends arrived and found the patient lying on the floor unconscious. The patient was reportedly sleeping prior to the incident. Emergency medical services were contacted. Upon arrival, ems performed a fingerstick which resulted in a ¿low¿ glucose reading and there was no bg taken. The patient was administered d50 (dextrose) IV. Ems remained on site for approximately one hour to monitor the patient and ensure stabilization before leaving. At the time of the report the patient was fine. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional event or patient information is available.